Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unknown location that led to the alarm. This was further described as ¿there was moisture under the bags and all over the table¿. Renal therapy services (rts) asked the home patient (hp) to verify if the bags were properly connected, hp said yes, no loose connection and no leaks. Rts recommended the hp to use manual supplies to perform a manual drain and advised hp to contact their pd nurse to notify of the issue and of the incomplete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.